Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 07-feb-2020 baxter received additional information from the user facility, an implication that a spectrum pump alarmed an air in line alarm during therapy in the emergency room. The device was programmed to run an infusion loaded with a dose of tranexamic acid at 2g per 250 at 750 per hour. The reporter stated that the infused medication was cold. When the device alarmed air in line, tiny bubbles of air in tubing were observed. The registered nurses were unable to move the air to the upper section of tubing. The tubing was moved lower and higher above and below microbubbles. The pump continued to alarm air in line. A baxter representative recommended moving the tubing up, down and moving the slide clamp. All of the mentioned interventions had already been performed by staff to no avail. The tubing was changed out to regular tubing. The infusion ran for couple of minutes and then alarmed air in line. The staff continued to inspect for air and restart the pump until the bolus finally infused, taking much longer than recommended for a patient this unstable. There was no known patient injury or medical intervention associated with this event. No additional information is available. On 07-feb-2020, baxter received additional information from the user facility which implicated the spectrum infusion pump.